Event description:
Argyle¿ PICC catheter, polyurethane, single lumen, neonatal/pediatric, l30cm, od 1.9fr was placed in left basilic vein. A statseal was placed on the insertion site and the catheter was secured with sterile strips, and a transparent dressing placed over it. Six days later, white fluid was noted under the dressing (tpn/lipids infusing). During subsequent dressing change, a hole was noted near the purple hub, where the lipids were leaking from. Catheter was then removed.